Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that increased pacing impedance, loss of capture and failure to sense were observed on the left ventricular (lv) lead. Diagnostic imaging was performed and revealed that the lv lead and right atrial (ra) lead were dislodged. During the lead revision procedure, it was noted that the device had rotated in the pocket due to twiddler's syndrome, which caused the lead dislodgements. The device was repositioned and the leads were explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences. Related manufacturer reference number: 2017865-2020-06582, related manufacturer reference number: 2938836-2020-06441.